Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received additional event information indicating that the associated event device is not a recalled composix kugel mesh. As a result, we are submitting this MDR based on the additional information received. The information provided indicates that the patient was treated for recurrence and adhesions, both of which are known possible adverse reactions listed in the IFU. Patient was also treated for infection. While there is no indication that the mesh was the source of the reported infection, the warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." A manufacturing review of device history records was performed and no evidence of a manufacturing related cause was found for the alleged event. No sample has been returned therefore, no evaluation could be conducted. With the currently available information, no firm conclusions can be drawn. If additional event and/or evaluation information is obtained, a follow-up mer will be submitted.

Event description:
The initial attorney report alleged serious and permanent injuries, pain and suffering, explant, and defective mesh. The following is based on the medical records provided by the patient's attorney: on (B)(6) 2004: repair of bilateral inguinal hernia with implant of two kugel patches. On (B)(6) 2004: right groin exploration with removal of mesh, incision and drainage of right groin and scrotal abscess. It was noted that the mesh was found to be infected with purulence surrounding. On (B)(6) 2005: incision and drainage of right groin. Patient experiencing persistent pain and swelling in the right scrotal area. On (B)(6) 2005: right groin exploration. Ethibond sutures were found and removed. On (B)(6) 2005: laparoscopic repair of recurrent right inguinal hernia implanting flat mesh.